Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot #: (B)(6); rev. E h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. The issue was confirmed. It was installed into a test system and it booted and readied. When actuated, the 3d button wouldn't acquire an image. The 2d and store buttons were functioning as expected when pressed. H6: b01, c07 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system was not able to take exposures with the hand switch. They switched to the foot pedal and it worked. Additional information was received. It was reported that this occurred during a spinal fusion procedure. There was a delay of two minutes and no impact on patient outcome.